Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2426-0007 and lot# 24123231 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set. The following information was received by the initial reporter with the following verbatim. It was reported by customer that tubing keeps kinking.

Event description:
No additional info

Manufacturer narrative:
Photos were taken by the customer that confirm the failure of tubing kink. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for material# 2426-0007 and lot# 24123231 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.